Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 637216-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular. Concomitant products included ibuprofen, loratadine (loratab), paracetamol (tylenol) and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), nausea ("nausea") and fatigue ("fatigue"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and weight decreased ("weight loss"). In 2013, the patient experienced rash ("rashes or skin conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, vaginal discharge, menorrhagia, migraine and nausea was resolving and the genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, vulvovaginal pain, headache, rash, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Lot number: 637216 is invalid . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident : no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 637216) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular. On 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and weight decreased ("weight loss"). In 2013, the patient experienced rash ("rashes or skin conditions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vulvovaginal pain ("vaginal pain") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, vaginal discharge, menorrhagia, migraine and nausea was resolving and the genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, vulvovaginal pain, headache, rash, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-apr-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information, events- abnormal bleeding (vaginal), menorrhagia, bladder infection, urinary infection, migraines, headaches, nausea, rashes or skin conditions, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 637216-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular. Concomitant products included ibuprofen, loratadine (loratab), paracetamol (tylenol) and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), nausea ("nausea") and fatigue ("fatigue"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced rash ("rashes or skin conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, menorrhagia, migraine and nausea was resolving and the dyspareunia, cystitis, urinary tract infection, vulvovaginal pain, headache, rash, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Lot number: 637216 is invalid most recent follow-up information incorporated above includes: on 11-jan-2019: pfs received. Event abdominal pain outcome updated. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 637216-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular. Concomitant products included ibuprofen, loratadine (loratab), paracetamol (tylenol) and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), nausea ("nausea") and fatigue ("fatigue"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and weight decreased ("weight loss"). In 2013, the patient experienced rash ("rashes or skin conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, menorrhagia, migraine and nausea was resolving and the abdominal pain, dyspareunia, cystitis, urinary tract infection, vulvovaginal pain, headache, rash, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 637216 is invalid. Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received. Event cramping and bleeding were outcomes updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.